Manufacturer narrative:
The batch history record for the device was reviewed. The batch met all release criteria. This is the only complaint reported for this batch number. The complaint sample has been returned for evaluation and the investigation is in progress. The catheter was re-inserted and inflated at least 5 times.

Manufacturer narrative:
The uhp 8x4 catheter could not be removed from 7fr merit sheath after reinsertion. The catheter and sheath had to be removed completely and an 8fr sheath was used. After further inspection of the balloon, the balloon was "bunched" at the distal tip of the sheath and could not be removed through the sheath. Review of the manufacturing records for this lot 11000118 revealed no anomalies during manufacture. Manufacturing controls are in place to ensure that the balloon is manufactured to specification. Product is 100% visually inspected for defects. The integrity of the balloon is inspected prior to release, by way of a leak test for each unit in the batch, incorporating inflation up to rated burst pressure. The complaint investigation outcome, in this case, is inconclusive. The root cause of the complaint cannot be determined, as the reported complaint type could not be replicated after removal, reinflation, deflation and repeat removal of the catheter through the same introducer.

Event description:
The uhp 8x40 catheter could not be removed from 7fr merit sheath after reinsertion. The catheter and sheath had to e removed completely. After further inspection of the balloon, the balloon was "bunched" at the distal tip of the sheath and could not be removed through the sheath.

Event description:
The uhp 8x4 catheter could not be removed from 7fr merit sheath after reinsertion. The catheter and sheath had to be removed completely. After further inspection of the balloon, the balloon was "bunched" at the distal tip of the sheath and could not be removed through the sheath.